Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer drank orange juice to address bg. Additionally; it was reported that the pump did not annunciate blood glucose alerts as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.